Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms all medical documents provided were reviewed. However, when notification by the legal team has been made that all medical documentation has been provided this complaint will be re-evaluated and a thorough medical assessment rendered. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. Some potential probable causes of this event could include an improper surgical technique or device selection. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to painful and loose right total hip arthroplasty. Fully loose acetabular cup.